Event description:
It was reported that a nurse connected oversleeve portion of extension tubing following catheter placement. Rupture occurred when checking whether the extension tubing was engaged firmly.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged connector was confirmed, but the exact cause could not be determined from the two photographs that were provided for investigation. One photo showed the kit label with part number 7617405 and lot recs0018. The second photo showed an assembled 4fr nxt connector within the opened kit tray. The translucent strain relief oversleeve was in two sections. The proximal section was attached to the distal end of the gray distal connector and the section that extends from the gray connector was shown loose within the tray. It could not be discerned if the strain relief oversleeve broke or was cut. The 4fr groshong catheter tubing was not observed in the photo. Since the connector had been assembled, it is possible that the catheter was damaged in addition to the oversleeve; however, the exact mechanism of damage could not be determined from the photos that were provided for investigation. A lot history review (lhr) of recs0018 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs0018 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse connected oversleeve portion of extension tubing following catheter placement. Rupture occurred when checking whether the extension tubing was engaged firmly.